Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection and sepsis could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established. It was communicated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists driveline infection, sepsis, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Prior history of patient's driveline infection has also been reported under MFR #: 2916596-2024-05157.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete

Event description:
It was reported that the patient developed a chronic driveline infection. The patient was positive for methicillin-resistant staphylococcus aureus (mrsa) and acinetobacter intermittently since (B)(6)2 023, confirmed each time via driveline wound debridement, and showing driveline drainage. The patient also developed a hernia in their abdomen on (B)(6) 2024, confirmed via computed tomography (CT) scan, which was treated only via pain management as the patient was not a surgical candidate. The patient developed chronic pain starting on (B)(6) 2024, stemming from both the hernia and sepsis due to the chronic driveline infection becoming systemic and ultimately developing resistance to intravenous (IV) antibiotics, and the patient opted for comfort care. The patient requested their left ventricular assist device (lvad) be turned off due to the chronic pain and passed away on (B)(6) 2024. The lvad functioned as intended without any alarms or issues. No autopsy was performed.